Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported fluid intrusion, which was confirmed. The device was found to have corrosion on the radio printed circuit board (pcb) (causing the component to fail) as a result of fluid intrusion. The device was removed from service as it was determined to be irreparable due to the mac address being assigned as the product serial number.

Event description:
It was reported that a spectrum pump wireless module had fluid intrusion. Any pt involvement, injury or medical intervention is unk.